Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was in retry mode. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient and they dispense manually. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the was in retry mode. A technical support specialist (tss) attached the knowledge article (ka) ¿retry - insert into purge.purgestatistics¿ as resolved. Further, the tss manage to dial into the server and station to rectify retry mode error and confirmed that there was no longer issue. Also, the tss confirmed that the issue was resolved by field service engineer (fse). The system functioned as intended after the issue was resolved.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was in retry mode. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient and they dispense manually. There were no adverse events or injuries reported based on this incident.